Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that all bands were attached in the ligator head, and one of the bands overlapped. The device was observed under magnification, and the suture hole was returned in good condition. No problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that one of the bands in the ligator head overlapped. Based on the returned component, the event description and information gathered from the customer, there is not enough evidence to determine whether the bands could not deploy due to the physician's technique or due to the procedural and patient's anatomical conditions during the reported event, or whether it was related to a device malfunction during the procedure. Without proper evaluation of the complete components of the device, it remains unknown the most probable cause that contributed to the event; therefore, the most probable root cause of this complaint is cause not established. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
Note: this report pertains to the first of two speedband superview super 7 used during the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a varicose vein ligation procedure performed on (B)(6) 2023. During the procedure, the bands were stuck together. A second speedband superview super 7 was used; however, still the bands were stuck together. The procedure was completed with a third speedband superview super 7. It was noted that no difficulty was experienced upon setting up the devices. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
Note: this report pertains to the first of two speedband superview super 7 used during the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a varicose vein ligation procedure performed on (B)(6) 2023. During the procedure, the bands were stuck together. A second speedband superview super 7 was used; however, still the bands were stuck together. The procedure was completed with a third speedband superview super 7. It was noted that no difficulty was experienced upon setting up the devices. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.